Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.